Manufacturer narrative:
Corrected information: sex.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a right mastectomy and left mastectomy with sentinel node biopsy for breast cancer, the surgeon was cauterizing in deep fatty breast tissue, which can adhere to the cautery tip. When the surgeon pulled his hand back away from the patient, surgeon and staff saw the cautery tip had a visible flame. The patient was not touched by the fire and there was no patient harm.